Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a health care professional through a voluntary medwatch that the patient presented to the emergency department five days after implant with sudden onset of left-sided chest pain when lying down. The pain increased with movement and deep inspiration. It was discovered the patient's implantable cardiac monitor had migrated. The monitor was explanted. No patient complications have been reported as a result of this event.